Event description:
It was reported that approx two years after vena cava filter implantation, two detected filter limbs were identified in the ivc wall. One of the detected filter limbs was removed from the ivc, however, the filter and one detected limb were unable to be retrieved from the ivc. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigations inconclusive for reported filter limb detachment. Based upon the available info, the definitive root cause for this event is unk.